Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. The patient¿s weight was requested but unable to be obtained. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into complete heart block and a permanent pacemaker was implanted later the same day.